Event description:
During primary surgery, while drilling out the cement plug the 4.5mm cement plug drill sheared off. After attempting to retrieve the part using flouro, the broken end of the drill was left in the past. The surgery was extended over an hour.